Event description:
On 4/11/95 following the performance of a cardiac catheterization, the pt had an intra-aortic balloon pump catheter inserted. On 4/1/95, five days status post coronary artery bypass surgery, the pt was found to have blood in the intra-aortic balloon pump catheter. The catheter was removed and a new one was inserted. The pt remained hemodynamically stable.